Event description:
It was reported that during a pci procedure, the maverick 2 monorail ptca catheter broke. The guidewire crossed the lesion smoothly. When the maverick2 monorail ptca catheter was delivered to the lesion after ivus imaging, resistance was felt in the guidewire lumen. The maverick2 monorail ptca catheter became stuck during withdrawal (post dilation). The lesion being treated was in the mid right coronary artery (rca). The device was successfully removed from the patient. The procedure was successfully completed with this device. No patient injuries or complications were reported. Patient status is reported as ' good' .

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplement medwatch report will be filed.